Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot # combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device is currently under evaluation.

Event description:
The user facility reported tip breakage on the device during a procedure. Follow up communications with the user facility confirmed the following information: the sheath was in, the doctor was working with the wire up and over bifurcation; the doctor noticed the tip of the sheath floating on the wire; and the tip was snared successfully.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide an update on the status of this report. The investigation is currently ongoing. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the returned sample evaluation results. Visual inspection of the returned device revealed that the marker band was not present on the sheath. Therefore, the tip of the sheath broke off and the complaint is confirmed. No other visual anomalies were noted. An evaluation of the reported lot and surrounding lots was conducted. There were no visual defects observed. Functional testing was conducted on both the returned sample and retention samples and all samples confirmed to meet manufacturer specification. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.